Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had sinus pauses on telemetry. It was also reported that the right atrial (ra) lead exhibited undersensing on electrograms (egms). Both the implantable pulse generator (ipg) and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.